Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead revision procedure, on (B)(6) 2014, (reference MFR. Report#: 1627487-2014-23833), the physician attempted to use a model 3228 lead; however, it would not fit into the epidural space due to scar tissue. Subsequently, a model 3286 lead was used. The patient has effective stimulation postoperative. The procedure was extended by 1 hour. .